Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was noted that the distal conductor had blood/body fluid (not obstructed, their outer insulation was breached cut, the outer insulation had a cosmetic depression, and there was apparent explant damage. Additionally performance data was received and analyzed. Fourteen episodes of non-sustained ventricular tachycardia with an average cycle length of <=210ms occurred on (B)(6) 2011 and four episodes of ventricular fibrillation with cycle length <=200 ms occurred between (B)(6) 2011 and (B)(6) 2011. Noise was noted as ventricular short interval count was 704.6 counts per day between (B)(6) 2011 and (B)(6) 2011. Two patient alerts for lead failure predictor occurred on (B)(6) 2011 and (B)(6) 2011.

Event description:
It was reported that the left ventricular lead which had been capped at an earlier procedure was unable to be reactivated due to high thresholds. The lead was removed and replaced. There was no further patient complications reported as a result of this event.